Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was dislodgement of the ventricular lead. The lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications were reported as a result of this event.

Event description:
It was reported that there was dislodgment of the ventricular lead. The lead was capped and replaced. No patient complications were reported as a result of this event.